Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 21, 2006, the lay user/reporter (pt's daughter) contacted lifescan alleging that the one touch ultrasmart had a cracked casing and display. The med affairs specialist (mas) sent a letter on august 29, 2006 since the pt and reporter cannot be reached by telephone. The mas listened to the original call to obtain/verify the following info. On an unspecified date, the pt took her meter out of the case and did not have a good grip on the meter. The meter fell onto the floor and cracked the display and casing so the pt was unable to test her blood glucose. In 2006, the pt had symptoms of feeling "shaky, sweating, and talking like they're somewhere else." The pt did not attempt to test on her meter and was immediately taken to the emergency some time after 2pm. The pt obtained a "353 mg/dl" on the hospital's meter, was treated with insulin, and was released the next day. It would be helpful to know when the meter was cracked, how long the pt was unable to test on her meter, when the symptoms started, the diagnosis given at the hosp, and if the pt made any changes to her diabetes care when she was unable to test her blood glucose. The customer care advocate (cca) verified that there was no misuse of the product. Based on the provided info, this complaint is being reported because the pt was unable to test on her meter, had symptoms, and was treated with insulin at the emergency room. The meter, test strips, and control solution were replaced.